Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, the customer reported high line pressures on the pump. The high line pressures were thought to be from the cannula placement, so the customer manipulated the cannula with no decrease in line pressure. The case was completed successfully and when the case was finished the customer observed foreign material (fm) in the y connector. The fm was extracted from the y connector. The sterile barrier was not still sealed when the foreign material was identified. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer had a suspicion that the piece may have been inside the connector, it may have been part of the mold that may have extruded inside. The customer stated that they heard a crack when they attempted to remove the fm after the case was completed.